Event description:
Procedure type: lap chole. According to the reporter: soon after starting to inflate abdomen, air leaked. Checked the port, confirmed the seal was half broken off. It is not known when it broke. They searched in the pt cavity, but could not find the broken piece. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.